Event description:
The sales rep reported several attempts were made to mount probe on ex holster. Finally after several probes were opened, the probe was inserted into the patients breast and the cutter would not advance. The procedure was completed with another device. The device is not available for return. The technologist cut herself in the attempt to remove the probe from the holster.

Manufacturer narrative:
(B)(4). Investigation summary: the device used in the procedure was not returned for evaluation; therefore, a definite root cause could not be determined. The device history record was reviewed and no anomalies were noted. A review of complaint data was performed and there have been 3 events reported globally in the past 12 months for an (B)(4) with similar probe to holster connection issues, but no additional events with injuries. Although the specific device wa snot received for analysis, the event described could be a result of worn gears in the holster, which produces similar effects. The holster has been requested for analysis. The cut received by the technologist was superficial. The technologist cleaned it and applied a band-aid at time of injury. No further treatment was provided.